Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the oscillating saw attachment device and the reported condition that the burr locking mechanism when used at an angle with locking mechanism unlocks was not confirmed. The device was visually inspected, and it was found that the device failed visual inspection due to component damage. During the assessment, it was found that the connection pins from cam disc preassembly were damaged. Both pins had a brew on them. It was found that the handpiece device which was received with the attachment device also had a damaged coupling head. This led to the conclusion that the devices were not properly connected to each other. The most probable reason for the found damages is that the attachment device was in the locked position when the attachment was tried to forcefully connect to the handpiece device. It was further determined that the device failed pre-tests for general condition. The assignable root cause was determined to be traced to improper handling, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products: handpiece device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI -(B)(4).

Event description:
It was reported that when the oscillating saw device was used at an angle with the handpiece device, the locking mechanism would unlock. It was reported that this did not occur with the small battery drive. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.